Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating a brand new endoscope was found to be contaminated after 3 biological samples involving pentax model fb-15rbs/serial (B)(4).

Manufacturer narrative:
The date of awareness is being revised to 21/mar/2013 based on the information in the device timeline summary (e.g. 21/mar/2013: device called in for service for contamination). (B)(4). (Exemption number e2015036).

Event description:
Information regarding the 3 biological samples is as follows: (B)(6) 2013 sample at 18 cfu/endoscope. (B)(6) 2013 sample at 16 cfu/endoscope. (B)(6) 2013 sample at 9 cfu/endoscope. Pentax (B)(4) issued a repair order for the device to be returned for further evaluation. Validated procedure for contaminated material was applied (e.g. Double cleaning strengthened with alkazime (detergent) time for 15 minutes and disinfection of the equipment (paracetic acid) with the machine long cycle of 90 minutes). After manual drying, the device was stored in a suitcase with protective plastic. On (B)(6) 2013, bacteriological samples were collected from all the channels by the laboratory bioclin. On 22/apr/2013, the device was shipped to the customer in biological conformity after reinforced reprocessing at pentax (B)(4). In order to determine root cause, pentax reviewed information received from the customer which stated the following: after the new endoscope was sent to the customer, it was reprocessed and afterwards a biological check was performed. The endoscope is returned to pentax after three failed biological tests. Reprocessing is performed. The endoscope is returned to the customer inserted in a plastic film protection and reprocessing is performed again. The customer performed pre-disinfection with swabs in hexanios (lab anios), then after in aer soluscope cycle 2, 2 cleanings and disinfection. Pentax IFU for reprocessing with the correct brush as required by the (B)(6) regulatory requirements is followed. Periodic biological samples of the lde is 4x per year. Water is filtered at 0.5 micron (1 filter for hot and 1 filter for cold). The wd is used and maintained as intended by the manufacturer. Device timeline summary from pentax (B)(4): 13/feb/2013: device sold to customer. 21/feb/2013 through 11/mar/2013: sample testing. 21/mar/2013: device called in for service for contamination. 19/apr/2013: device decontaminated and returned to customer. 05/jun/2013: hospital information states not possible to use the device. 06/jun/2013: hospital information states waiting for biological results. 21/jun/2013: device called in for service for blurred image, gluing fiber image at distal tip. 09/jul/2013: device returned to the user. 15/jul/2013: hospital requests exchange of the device. 17/jul/2013: meeting between sales manager and the hospital. Aug/2013: device put into service by field technician. 10/sep/2013: device still contaminated after 2 reprocessing without use, the hospital requests exchange of the device. After failed reprocessing at the customer site, the device was removed from the customer install base on 24/jul/2014 and exchanged with a different endoscope on 23/sep/2015. The device was repaired on 30/sep/2015 after 2 reinforced reprocessings on 08/sep/2014 and 22/sep/2014. "After each reprocessing, a biological sample is collected the day after to confirm the biological condition of the device is in compliance with french regulations. Only when the device is stated as conformed, and only in this condition, the device is returned to the customer." On 21/jul/2016, a device history review was performed which confirmed the fiber bronchoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.